Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024 at (B)(6). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) with high ketones present. The pod was worn on the abdomen between 5 and 24 hours. It was noted that the adhesive pad was not secure causing the cannula to dislodge from the site. At the hospital, the patient was treated with 4 units of insulin via pen. The patient was discharged on (B)(6) 2024.